Event description:
Customer reporting 3 patients in the last two weeks with history of anti-e (2) and anti-d (1) failed to react with any of the e positive or d positive cells on 0.8% resolve panel c lot vrc193 untreated cells. However, when testing was repeated using treated cells ( same lot # ) anti-e and/or anti-d were identified. Screens were positive using 0.8% surgiscreen and mts igg card. 3 patients were tested at site with the untreated portion of the panel with no reactivity. Customer also stated that other patients' samples with antibodies did react with untreated portion of panel c. Only these three samples failed to react with untreated cells. Frequency: 3 patients methodology used: manual daily qc performed and found to be acceptable. Account did not try extending any of the incubation times for panel c (untreated cells). Customer stated antibodies were identified with the "treated portion of the panel c customer requesting replacement of product to assist in troubleshooting. Satisfied with replacement.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).